Event description:
It is reported that the device was implanted in 2002. Approximately 5 years post-op, in 2007, the stem fractured. The device was revised in 2007. Exact implant and explant dates are unknown.

Manufacturer narrative:
Evaluation summary: no engineering analysis could be done with available information. Probable cause unknown. No product or x-rays were returned for evaluation. No lot number was provided; therefore, manufacturing records could not be reviewed.